Event description:
Report received of overdelivery. It was reported that the pump was returned from clinical service because of an unresolved alarm event. There was no pt event associated with the alarm condition. In biomedical testing, the device was found to overdeliver. Though requested, there was no further info available.